Manufacturer narrative:
Product evaluation: the lens was returned outside of the fully assembled lens case, adhered by blood and solution to the lens case base. Blood and solution is dried on the lens. One haptic broken/torn (still attached) near the gusset area. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract extraction with intraocular lens (iol) implant procedure, while implanting the iol, the posterior capsule ruptured and vitreous was present and in the anterior chamber. The surgeon pointed to what appeared on the monitor to be a damaged leading haptic. The damage appeared as a crack in the swivel point of the haptic. This damage was sharp in appearance and the surgeon supposed that it tore the capsule as it made contact during the injection maneuver. This is the leading part of the implant as it is expressed from the cartridge. When the implant was expressed, the surgeon immediately announced that he would need the staff to set up and prepare for an unplanned vitrectomy. He removed the damaged implant without cutting it in half or extending the 2.4mm wound. He did however, extend the wound a bit to accommodate the cartridge which was used to implant the second iol, which was a different model. Satisfied with the removal of vitreous, position of the replacement iol and the shape of the pupil, the surgeon ended the case. Additional information was requested and received.